Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device that was giving low flow alerts during the functional check was due for the 2000-hour pm service.

Event description:
It was reported that the arctic sun device that was giving low flow alerts during the functional check was due for the 2000-hour pm service. Per sample evaluation results on 21aug2023, it was reported that the touch screen was not responding to touch, used u,I, to complete decontamination. The root cause of the unresponsive touch experienced during decontamination and assessment was determined to be the need for a touchscreen calibration. The double bend tube was found to be expanded.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed circulation pump. The device was evaluated upon receipt. Confirmed low flow alert in patient data dated 7/17/23. The circulation pump was serviced during the pm. Touch screen was not responding to touch, used u,I, to complete decon. The root cause of the unresponsive touch experienced during decon and assessment was determined to be the need for a touchscreen calibration. The double bend tube was found to be expanded. The device underwent pm servicing while in for repair. The touchscreen was calibrated, the double bend tube was replaced. During the pm, the heater, manifold o-rings, drain valves, and coin cell were replaced. The mixing pump was also serviced. After the repair, the device underwent functional evaluation and passed all applicable testing. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.